Manufacturer narrative:
The technician found that steer/brake caster was broken and could not hold in the brake setting. The technician replaced the steer/brake caster and two caster supports to resolve the issue.

Event description:
Technician alleged that the brakes were not holding. No pt impact.